Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a white particle in the needle¿s tip. An infrared spectrophotometer analysis was performed and revealed that the particle was made of an abs copolymer, which is the same material used in the body of the device. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device had particulate matter. When the packaging of the device was opened a ¿white flake¿ was observed in the needle¿s tip. The event occurred prior to use; therefore, there was no patient involvement. No additional information is available.